Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had been experiencing elevated blood glucose levels over the past several days. The patient stated that they eat small meals frequently throughout the day, approximately six times, and believed they were announcing meals properly. The patient was advised to ensure they were not stacking meal announcements. The patient also reported bruising at the infusion sites while using 23-inch, 6 mm contact detach infusion sets and planned to send photos for review. The patient confirmed there was no leakage at either the cartridge or infusion site. The highest glucose level was described as high, with no backup therapy or ketone testing performed. No medical intervention or additional assistance was required. The patient reported feeling tired and confused during the event but noted no severe health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.